Event description:
It was reported on (B)(6) 2010, that there were coupling and/or communication issues associated with the patient's implantable neurostimulator. It was suggested that the device may have flipped, but this had not been confirmed at the time. It was later reported that the patient had surgery performed on (B)(6) 2010, to relocate the device, that had been confirmed to have flipped. The patient, subsequently, met with the physician and manufacturer representative to successfully reprogram the device. The patient continued to have problems with the device system. It was later reported that the patient's device displayed an end of service/end of life (eos/eol) message. The device had been "working well" prior to this message. The patient had four programs with a typical amplitude of 6 volts. No patient symptoms or outcome were provided. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
Lead model 39565, lot # v548267019, implanted: (B)(6) 2010, explanted: (B)(6) 2011; neuro adaptor model 37092, lot # 262060001, implanted: (B)(6) 2010, explanted: na; programmer model 37743, lot # nke154775n.